Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to information provided, it was reported that during an arcr (anterior rotator cuff repair) treating rotator cuff tear on (B)(6) 2020. The retention plate was used during the procedure. The sales rep received a report saying that the retention plate had been left in the patient¿s body. The hospital forgot to take out the retention plate from the passer or two retention plate were in the plate holder. The removal procedure was performed. It was found that two retention plates were found. One was removed from the patient's body. The other was found in the trash can. The device was received and inspected. It was observed that the plate had marks of damage in the corners. Also, it was slightly bent. The possible root cause of the damage and the failure reported can be related when during assembly if the loading tool is inserted at an angle, which can damage the plate (bent), if the tabs of the plate are bent up, it could reduce the amount of plate engagement within the pocket of the top jaw, compromises the plate¿s retention capabilities of the device. Also, when a plate is assembled with the loader the user must ensure that the loading tool is parallel to the jaw. It is possible that while the device is being removed, it is likely that the user may not see the plate come off. The sterile load information was reviewed to see if there were any infection for any products sterilized in the load. There were 3 different lots of product containing 47 devices. The review of the complaint files revealed there were no complaints in which reported infection for the lot numbers in sterile load. The sterilization of the device has been done according to requirements of iso 13485 and alignment en ansi / aami / iso 11137. The certificate of sterilization indicates that the physical acceptance criteria and microbiological acceptance criteria were in compliance with the validated specifications. A manufacturing record evaluation was performed for the finished device lot number: 55481, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Event description:
It was reported that this was an arcr (anterior rotator cuff repair) treating rotator cuff tear on (B)(6) 2020. The retention plate was used during the procedure. On (B)(6) the sales rep received a report saying that the retention plate had been left in the patient¿s body. The patient is scheduled to undergo a revision procedure. The lot # is 51912, 54786 or 55481. The device was brand new and the first use when the issue occurred. Additional information provided by the affiliate reported the removal procedure was performed. It was found that two retention plates were found. One was removed from the patient's body. The other was found in the trash can. It was also reported during the first procedure, the patient was x-rayed after the primary procedure. But the patient was wearing garments and ornaments, which prevented the surgeon from searching the retention plate.